Event description:
It was reported that there were missing episodes. An alert was received saying that there was an episode count mismatch when the doctor tried to simultaneously update all the real time measurements. The error forced the doctor to reboot. After this, it was noted that episodes were still missing. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.